Manufacturer narrative:
Manufacturer's investigation conclusions: review of the submitted log file data confirmed lvad fault alarms associated with eeprom communication errors, as well as pump stops consistent with electrostatic discharge (esd) events. The controller event log file contained data spanning from 07jul2020 at 08:27:56 to 14jul2020 at 09:42:37, per the timestamp. An lvad internal fault alarm was captured throughout the entirety of the log file and was associated with (f59) e2p_crc and (f46) eeprom_communication_error lvad fault flags, as well as e2p_crc, rtc, eeprom, and rtc_sw lvad live info flags. Pump stops were recorded on (B)(6) 2020 at 02:02:57, (B)(6) 2020 at 02:02:56, and (B)(6) 2020 at 22:11:07 and appear consistent with electrostatic discharge (esd) events. The root cause of the lvad communication issue could not be conclusively determined through this investigation. The log file evaluation could not conclusively confirm esd as the root cause of the eeprom communication fault issue. An lvad fault alarm was noted in the clinic on the system monitor but had not appeared on the system controller prior to the clinic appointment. The patient was admitted from the clinic and abbott technical services was contacted, who replyed that latching of the hardware was suspected and a root cause of esd was suspected. The lvad fault alarm reportedly resolved after a recommended pump reset occurred. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU and patient handbook provide information regarding electrostatic discharge and warn to avoid activities that could create static electricity. The labeling also explains all system alarms and the recommended actions associated with them electrostatic discharge is included in the safety testing and classification tables of both of these documents. The heartmate 3 lvas patient handbook warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that in clinic, an lvad fault alarm appeared on the system monitor. Log files showed that the fault had been active since (B)(6) 2020, but did not appear on the controller prior to the clinic visit. Log files also showed that the fixed speed decreased from 5500 rpm to 5000 rpm when the fault occurred. There were three occasions on the (B)(6) 2020 when the pump couldn't maintain the fixed speed for several seconds. The pump data was empty even though it was properly connected when downloading the log file. The patient was admitted to the hospital and the manufacturer's technical services was consulted regarding next steps. The manufacturer's technical services suspected latching of the hardware and recommended briefly disconnecting the driveline in order to cycle the power and reset the pump. It was noted that pump micro communication to the on-board memory and the real-time clock chip was not possible, potentially due to esd (electro-static discharge). The clinic followed the recommendation to disconnect the driveline and the fault resolved after the reset. No further information was provided.